Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed which observed the tubing was separated from the male luer. Further inspection was performed using a stereoscope which observed a low assembly between the components by the marks of the solvent before the separation. Additionally, it was observed that the tubing had a brand that matches with the male luer, evidencing the place where the pieces were joined before the separation. The tubing was bonded into the component segment, demonstrating that the assembly ensured a closed space for the substance. Considering that the dimensions were within the specification for both components, the match of solvent marks from the union, as well as the simulation and verification of the original union, it is noticed a low assembly in the bond. This type of gap does not represent a leak or separation by itself. However, this condition in combination of an external force could cause a separation between the components, explaining the defect presented. The reported condition was verified. The cause of the condition was due to a manufacturing related process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system extension set separated from the connector which resulted in a leak. The issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.